Event description:
During installation of the device for a cardiopulmonary bypass procedure, the heart lung console would not properly power on. Damaged circuit components were observed on the network interface printed circuit board. There was no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.